Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue did not occur during the cartridge loading process, and the customer was able to successfully load a new cartridge and resume insulin therapy. Technical support resolved the issue by sending a replacement cartridge and emailing proper loading instructions per the customer's request.